Manufacturer narrative:
The customer¿s report of the device infusing faster than expected was neither confirmed nor replicated. The pcu event log shows that at 9:13 am on (B)(6) 2017 the pump module was programmed to infuse dexmedetomidine 400mcg/100ml at 3.6ml/hr. The device infused for just over an hour before it alarmed for air in line. Between 10:23 am and 10:46 am, the infusion was restored and started several times before it was channeled off at 10:46 am. The volume recorded as being infused during this period was 4.4ml. Functional testing found the pump module delivering fluid within specification. The starting/ending volumes of the fluid container cannot be determined through device logs. The disposable set was not returned for investigation. The root cause of the overinfusion was not identified.

Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported at 0905 dexmedetomidine (100ml) was programmed at a rate of 3.6ml/hr. With a (vtbi limit set at 65.6ml). At 1030, it was noted by the nurse that the IV bag was empty and there was no detection of a tubing leak. At the time of the event, it was reported that there was no family present in the patient room. Although multiple attempts made there are no other event details provided.